Manufacturer narrative:
The external visual inspection revealed cut silastic overmold at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed two cut electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced poor performance. The recipient ceased device use. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.